Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in his hip when moving to and from a sitting position and when walking; soreness in hip when moving from sitting to standing position and vice versa; chromium and cobalt metal toxicity; soreness when walking long distances and climbing hills and stairs; and other complications. It is further alleged that due to the complications described above, the patient will likely undergo revision surgery in the foreseeable future to have the asr hip implant device removed and replaced with another prosthesis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.